Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's reportable malfunction error b30 was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 error. However, it was unable to troubleshoot at the time of the call. The customer was going to be onsite and call back in for troubleshooting, but never called back. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer called in to report a b30 scope communication error with scope using the video system center. It is unknown when the reported issue was found. There were no reports of patient harm.